Event description:
It was reported that the patient experienced a periprosthetic fracture and was revised in one stage.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem size 7. It was noted that the device and medical records would not be provided due to the hospital's policy. If additional information should become available, it will be submitted in a supplemental report. Not returned.

Event description:
It was reported that the patient experienced a periprosthetic fracture and was revised in one stage.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an unknown accolade ii stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.